Event description:
It was reported by service report that the brakes at the foot end of the bed are not holding. It is unknown if there was patient involvement or if there are adverse consequences to report.